Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later, the pt experienced rectocele, cystocele, problems emptying her bowels, urinary tract infection and abdominal pelvic pain. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.